Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module. No analyzer alarms were generated when the issue occurred. The sample initially resulted as 78.63 miu/ml and this value was reported outside of the laboratory to the physician. On (B)(6) 2018, the physician complained that the result was too low since the patient is diagnosed with an ectopic pregnancy. The sample was repeated twice on (B)(6) 2018, resulting as 9641 miu/ml and 9298 miu/ml. The customer believed the value of 9641 miu/ml to be correct and this value was reported to the physician. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292, with an expiration date of 28-feb-2019. Quality controls were within range. The investigation was unable to find a definitive root cause.